Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for follow-up, lead dislodgement was observed. An alert for high threshold and low sense measurements was also noted. The lead was explanted and replaced. The patient was fine before and after the procedure.